Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the segment steel braid broken, the deflector operating knob broken, the lcb distal cover glass cracked, the distal body leak, the operation channel cut, the remote control buttons cut, the insertion flexible tube (ift) bump, the light guide cable bump, the angle wire grinding, and the distal end with ccd module shadow in image; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).